Event description:
It was reported that the st holster was in sampling mode and rec'd a green cable error code. The customer tried a second probe and managed to take more samples. They kept receiving green cable error codes, but managed to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the pcb board to be calibrated and the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.